Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years, 1 months. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that unspecified clinical signs and symptoms suggested possible thrombosis. A system controller log file was submitted to the manufacturer's technical service representative for review. The analysis of the log file did not contain any attributes suspicious for in-pump thrombosis. Additional information was requested but was not provided.

Manufacturer narrative:
A correlation between the device and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on pump support and a full examination could not be conducted. Analysis of the submitted log file revealed an increase in pulsatility index (pi) events over time that appeared to correspond with the elevated pump power values that were recorded. The average pi also seemed to trend downward slightly over time. No hazard alarms were captured within the log file. Based on the manufacturer¿s past complaint experience and similar reported events, the analysis of the log file did not contain any attributes suspicious for in-pump thrombosis; however, this data could be indicative of thrombosis within the circulatory loop. The instructions for use lists device thrombosis as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.